Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a multiple, intermittent occlusion alarms. The customer changed the infusion set site to clear the alarms. The site was examined and no issues were noted with the site. The customer's blood glucose (bg) level was approximately 500 mg/dl with a moderate level of ketones and insulin injections were used to address the bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to help determine a possible cause of the occlusions was unable to be performed.